Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinician narrative: an impella cp was inserted via the right femoral artery in a 71-year-old female with acute myocardial infarction with cardiogenic shock (ami-cgs), scai stage e, and a medical history significant for diabetes mellitus. The patient required inotropic support, vasopressors, and mechanical ventilation for respiratory support. On the day of the reported event, the primary nurse noted that the patient developed atrial fibrillation with rapid ventricular response (afib rvr) and experienced clinical deterioration. The patient was subsequently found to have distal limb ischemia, characterized by an absent distal pulse in the affected extremity. The provider was notified and, following clinical assessment, ordered staff to prepare for impella cp removal. The reported ischemic event occurred in the setting of advanced cardiogenic shock, large-bore femoral arterial access, vasopressor use, and underlying comorbidities, all of which are recognized risk factors for limb ischemia in critically ill patients. Additional information received states medication was required to treat the atrial fibrillation with rapid ventricular. Event resolved after cardioversion and amiodarone administration. Comprehensive review of the event did not identify evidence suggesting a causal relationship between the impella cp device and the reported event. The patient survived.

Manufacturer narrative:
H6 investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The root cause of the injury was unable to be determined due to insufficient clinical details.